Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received by the manufacturer representative (rep) stating that the zapping/tingling sensation during recharging was resolved when rep attempted to charge. There has been no complaint by the patient and no discomfort seen.

Event description:
It was reported that a patient experienced an inability to walk, a return of tremors, and discomfort during charging, described as a zap/tingle feeling. The patient was in the emergency department due to these issues. Diagnostics revealed that one implantable neurostimulator (ins) showed a battery level of 2.8v, was on, and had no impedance issues. However, the patient¿s secondary device was charged to 100% but was found to be off, which was addressed by turning the device back on, resolving the tremor symptoms. Education was provided to the family on proper charging techniques and the importance of ensuring the device is turned on after charging. The patient did not report discomfort during a brief charging session conducted during the troubleshooting process. The issue was resolved, and the device remains in service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.